Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse performed probe and mixer mechanical alignments. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 4 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse performed probe and mixer mechanical alignments. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse performed probe and mixer mechanical alignments. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse performed probe and mixer mechanical alignments. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 4 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 4 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 4 pts. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 results.